Manufacturer narrative:
The pump remains in use supporting the pt. No further is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted for a percutaneous lead infection. The pt was discharged and continues on oral antibiotics.

Manufacturer narrative:
Device evaluation: a correlation between the device and the reported event of a percutaneous lead (driveline) infection could not be conclusively determined. The patient remained ongoing on vad support. The instructions for use (IFU) lists driveline infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient developed bacteremia and was started on IV antibiotics.

Manufacturer narrative:
Approximate age of device ¿ 4 years and 5 months. The device history record with the corrected device information was reviewed, and revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.